Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
Patient received inappropriate shock due to dislodgement the lead was capped.